Event description:
It was reported via repair work order that the left siderail could not be locked upright as it was detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the left siderail could not be locked upright as it was detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device has been discarded by the account and will not be repaired. This information was confirmed during the investigation.